Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 494 mg/dl. The customer does not mention any symptoms. Customer's blood glucose value was 250 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Customer states that every time she drinks crystal light her blood glucose goes up, she will not bolus when she is supposed to. Customer declined to troubleshoot for high readings. Customer was advised to change to treat per healthcare professional's recommendation. The product was not returned for analysis.